Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported adverse impact to the customers blood glucose. The customer continued to use the pump for insulin delivery, however and replacement pump was sent to the customer to resolve the issue.